Event description:
The transfer device serial # on the calibration certificate did not match the serial # of the transfer device that was received at the site. The mistake was identified by the customer during the receiving qa procedures established for handling radioactive materials. The transfer device was not used.